Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On 01/15/2026, it was reported that while at home, the patient was speaking with a phone service provider's customer service representative and reported experiencing severe shakiness, lightheadedness/dizziness, and excessive thirst. Due to concern for the patient's safety, the representative contacted emergency medical services (ems), and the patient was transported by ambulance to the emergency department (ed). The patient was unable to recall whether any fsbg tests were performed at home before transport and could not provide any corresponding glucose values. During transport, the patient's receiver was lost and remains missing. As a result, the patient was unable to verify or report the cgm reading upon arrival at the ed. Upon admission, hospital staff performed a fingerstick blood glucose (fsbg) test. The patient reported that the fsbg result was described as "very high," although the exact value could not be recalled. The patient was admitted to inpatient hospitalization and treated with intravenous (IV) insulin to reduce blood glucose levels. The patient remained hospitalized for 7 days and was subsequently discharged. At the time of the report, the patient reported that she was doing well and had no ongoing concerns. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.